Manufacturer narrative:
According to available information, this system was implanted successfully and remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, the atrial and right ventricular leads were successfully implanted. Measurements obtained were normal. During the coronary sinus cannulation, the patient became hemodynamically unstable and experienced an incessant ventricular tachycardia episode for which two-hundred joule shocks were delivered. The procedure was suspended and the left ventricular lead was not implanted. A further procedure was performed. The lead was successfully implanted without further issues and the patient did not experience any further hemodynamic instability and was sent for recovery in the intensive care unit.